Event description:
It was reported that during use of the swan-ganz catheter it aspirated air from the hub of proximal injectate lumen when aspirating with a syringe. The issue was resolved by replacing the catheter. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.